Event description:
It was reported that the balloon was used to treat an in-stent restenosis (contrary to "IFU"). The balloon catheter moved forward during inflation, resulting in vessel perforation. Resuscitative efforts were initiated, and the balloon was fully re-inflated in the vessel to prevent tamponade. The pt was transported to the operating room to undergo emergency coronary bypass surgery.